Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. This occurred during preparation and filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between may 13-15, 2025. H11: the device was received for evaluation containing fluid in the bladder. When the fill port cap was opened, a backflow (leak) was observed at the fill port. Further inspection revealed that a clear plastic particle was stuck under the device checkband. The particle was identified to be polypropylene material via fourier transform infrared spectroscopy (ftir) test. The source of polypropylene particle may likely come from equipment used by the customer to fill the device without a filter. Filling fluids without a filter can potentially introduce particles from contaminated filling equipment into the fill port of the infusor device and result in leak (backflow) at the fill port during fill. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.